Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following scenario likely caused the event: it is speculated that the tissue pad was worn, partly peeled off and torn, due to the ultrasound being output with the grasping part closed (including after the tissue was cut) without grasping the tissue. The following information is included in the instructions for use (IFU): ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.

Manufacturer narrative:
Due diligence was performed for this event with available information provided by the customer. The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that the tissue pad was worn, partly peeled, and torn evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, approximately 30 minutes into a therapeutic laparoscopic appendectomy procedure, the device had no oscillation, and the tissue pad was observed to have peeled. The procedure was completed with a new device of the same model number without any delay. The patient did not need to be given any additional anesthesia. There is no harm or adverse impact to the patient. The functional settings at the time of the event were maximum 3/variable 1. The intelligent tissue monitoring (itm) setting was off during the procedure. Total time for the procedure is within two hours. The device was inspected prior to the procedure with no abnormality noted. The connections to the generator were checked. The transducer cords and other medical device cords were not bundled together.